Manufacturer narrative:
(B)(4)

Event description:
The physician determined that the patient did not develop an infection and the cerebrospinal fluid leak was likely due to the complex surgery as the patient had orthopedic spinal implants. It was noted that the patient also requested the pump to be explanted due to personal preference.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and a cerebrospinal fluid (csf) leak. The pump was explanted on (B)(6) 2015 to allow the site to heal.